Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient complained of hip pain and the surgeon noticed that the patient had high levels of cobalt & chromium levels.